Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP pro. The manufacturer received information from the patient alleging difficulty breathing starting in 2022 and small nodules in right lung lobe after visiting the hospital to obtain chest x-rays. The patient reports they had one relevant part of the device replaced but they still experience trouble breathing when turning side to side in the bed. The patient further states they have spots on their lungs. The device is now broken and not working. There was no allegation of serious or permanent harm or injury. No medical intervention was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.